Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right common iliac artery (cia). A 9.0 x 25 express stent was implanted in the lesion. The 9.0 x 20 sterling balloon catheter was then advanced for post-dilatation and during the first inflation, the balloon ruptured at 5 atms. The device was exchanged for a 10 x 20 sterling balloon catheter and the procedure was completed successfully. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)